Manufacturer narrative:
The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No stuck button alarm noted during testing. All buttons functioned properly no damage on the keypad assembly and the connector was locked properly during visual inspection. Pump error 63 alarm confirmed in the pump history due to cold solder joint on keypad assembly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment, cracked battery tube threads and serial number label fading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures, stuck button and damage on the insulin pump. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.